Manufacturer narrative:
The device was returned. Interrogation results were normal, visual screen was acceptable. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented for a follow-up clinic visit with a pocket infection and erosion. The pacemaker and the right ventricular (rv) lead were eroding through the skin. The entire system, including the pacemaker and the rv lead, was explanted. The patient remained in stable condition.